Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6 fr device. Access was achieved and good marking obtained. Resistance was encountered upon deployment. The physician did not deploy against resistance, but backed the needles down into the sheath. One needle backed down successfully. The remaining needle was lodged in the subcutaneous tissue. The device was surgically removed and the arteriotomy was successfully closed. The pt recovered without further incident.